Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during use of the device for the delivery of a bolus of insulin, the pump alarmed and indicated an occlusion. According to the reporter, the system check determined the cause of the alarm to be the infusion site. According to the home care patient, their blood glucose levels rose to 290 mg/dl due to the interruption in insulin therapy. The home care patient reported that they cleared the occlusion alarm and delivered an insulin bolus to resolve their high blood glucose. According to the reporter, the home care patient was advised to change out the infusion site; however, the patient declined and stated that they would monitor their blood glucose levels instead. No permanent adverse effects to patient reported.